Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue. The therapy connector assembly was re-seated internally, which resolved the reported issue. Physio replaced the therapy connector assembly as a precaution. After observing proper device operation through functional and performance testing, the device was returned to the customer for use.

Event description:
The customer contacted physio-control to report that their device gave a "connect test plug" message when attempting to complete a user test. As a result, defibrillation may not be available, if it were necessary. There was no patient use associated with the reported event.